Event description:
A male underwent aaa repair in 2009. Initially, the patient received a zenith main body and two iliac legs. The internal iliac artery was aneurismal and had been embolized with an amplatz plug device prior to the endograft placement. Final angiogram showed a concentrated endoleak from the right common iliac. Additional ballooning commenced with a coda balloon throughout the iliac leg extension including proximal and distal sealing zones. Proper overlap was noted as accurate. Endoleak persisted on angiograms. It was decided that there was a possible porosity issue with the original leg extension, and an additional iliac leg was used to re-line the iliac leg in attempts to cover any poor porosity areas. The endoleak persisted after re-lining. Another manufacturer's catheter was then inserted into the leg to make selective angiogram runs throughout the leg to check for porosity issues and any holes in the graft material. During one run, a small contrast jet could be seen coming directly from inside the iliac leg graft and projecting into the osmium of the aneurismal right internal iliac. The re-lining attempt of the iliac leg graft was placed approximately 3-5mm proximal to this "jet", missing the area. It was decided there was a possible hole in the graft material of the iliac leg. The endoleak was left unresolved and will be monitored via CT scan in hopes that the area will thrombose, covering the possible hole. The current status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Specific to this case, the IFU instructs the user to inflate molding balloon at the limb overlap site and distal fixation site only. The stent graft is inspected for characteristics that could prevent a type 3 endoleak from occurring; graft is verified to have no holes, except suture entry and exit. Stents and gold markers are verified to not have nicks and/or sharp spots. Based on the provided event description, it is assumed the alleged endoleak was a type 3a endoleak, as opposed to a type 4, due to the small jet of contrast that could be seen. It appears the additional graft deployed was just proximal to the endoleak site, which did not alleviate the failure mode prior to the completion of the procedure. At this time, it is unknown where on the leg graft the endoleak was occurring; specifically on the sealing stents or within the body of the stent. The provided event description indicated the whole length of the leg graft was molded by the balloon. The IFU instructs the user to place the molding balloon at the overlap site and distal fixation site of the leg graft. Furthermore, if excessive calcium is present where the balloon is expanded, this may result in a minor fabric disruption. Without films or additional information, it is unknown if this was a contributing factor to the endoleak. We will continue to monitor for similar incidents.